Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord, line filter, surge suppressor, ups batteries, and ups were all evaluated and replaced. The transformer taps were tightened as intended per current ge procedures. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.